Manufacturer narrative:
Device has been discarded.

Event description:
It was reported that the tip of a chesapeake universal awl was bent outside of the or. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Initial report states that chesapeake anterior lumbar universal awl deformed at the tip outside the operating room. This was not confirmed as no product return was received from the field. While it is unknown the number of times the device has been used the sales rep confirmed that the device was used successfully previously. No additional information regarding this event was ever provided. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: device damaged in a previous surgery due to excess force or hard bone quality of patient, normal wear of device, etc.

Event description:
It was reported that the tip of a chesapeake universal awl was bent outside of the or. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.